Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the stored electro gram it was noted that the cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information was available. The patient will continue to be monitored.

Event description:
New information states the device was successfully reprogrammed. The patient was stable prior, during and post event.